Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 error code being displayed on the centrimag console was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 9 days ((B)(6) 2024 per time stamp). ¿system alert: s3¿ and ¿flow signal interrupted: f2¿ alarms became active on (B)(6) 2024 at 24:48:00 ¿ 14:57:00 and during testing on (B)(6) 2024 from 11:18:00 ¿ 11:19:00. The system was power cycled several times before an sf_ifd_shutdown_detected was active on (B)(6) 2024 at 09:32:00. The system was started again on (B)(6) 2024 at 09:32:00 for testing at abbott. There were no other notable alarms active in the log file. The centrimag console was returned for analysis to the european distribution center (edc) and the console booted up as intended; however, during testing a system alert: s3 and flow signal interrupted: f2 alarm became active, and the flow was no longer displayed. The console was forwarded to product performance engineering (ppe) for further analysis. The console was tested within ppe, and the returned centrimag console was connected to a test motor, mock loop, and test monitor. The system was allowed to run for an extended duration during which the reported alarms became active. The console was opened, and a test flow pcb was connected to the console. The system was run again for an extended duration without any issues or alarms becoming active. The issue was isolated to the flow pcb. No further testing was performed. Additional information provided on 21feb2024 stated exchanging the console resolved the alarms, and that no patient was involved with the reported event. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 and f2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an s3 error during preparation of the system; it was noted that there was no patient involved. The console was changed, and the alarms resolved. Related manufacturer reference number: 3003306248-2024-00421 (centrimag motor).

Manufacturer narrative:
A1-a4: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.